Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Failure to convert max energy shocks was reported on this system. Device was explanted and replaced, and a subq coil was added. Rv lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
(B)(6) 2021 lead explanted due to high impedance over 3000 ohms. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis revealed that the insulation was found abraded through from 55cm to 57cm distal to the df4 connector pin. In this region the conductor cable leading to the rv shock coil was found fractured, which is assumed to be the root cause of the reported high impedance. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Further damages such as a deformed fixation helix, most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.